Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This lead was explanted due to dislodgement that was confirmed by x-ray. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection showed a proximal and distal deformation of the shock coil, which occurred most likely during explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, deformation of the shock coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.